Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the negative polarity of the cable was not conducting. As a result the cable was replaced and a new cable was sent to the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cathode of the patient cable was not conducting. The patient cable was returned for servicing. It is unkn own if there was patient involvement with this event.